Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b4; b5; d2; g1; g3; g6; h1; h2. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the issue occurred during an initial surgery. There was no surgical delay. The surgical technique was utilized. Another device was used to complete the surgery. No foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: chile. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke during surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the provided images reveals the instrument is fractured. No further assessment can be made based on the picture provided. Lot number cannot be confirmed from the picture. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.